Event description:
Information provided via meeting abstract publication states that an m6-c was implanted at c5/6 in (B)(6) 2013 and was removed in (B)(6) 2022. Good osseointegration of endplates. Polyurethane sheath ruptured in vivo. Fibers within tissue indicate failure of the device and migration of debris occurred before the revision surgery. Numerous polyethylene fibers in bone suggests wear fibers induced osteolysis.

Manufacturer narrative:
The device was not received for evaluation. No device identifiers; serial number, lot number, were provided therefore a review of the lot history records could not be performed. A review of the risk management file resulted in no new risk associated with the device. Rmf 0003 rev 36 line 12.73.4. - resorption or osteolysis, without infection/infected abscess/infected cyst, leading to surgical intervention with explantation. Rmf 0003 rev 36 line 12.20. - migration/loosening, acute requiring additional surgery, with explantation, involving patient with only a single level m6-c rmf 0003 rev 36 line 12.75 - device explanted.